Manufacturer narrative:
This report is submitted on november 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to the requirement of MRI's. There are no plans to reimplant the patient with a new device as of the date of this report.